Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickered and lines were shown across the screen when in use was due to faulty cable connector. A probable cause could not be established for finding of corrosion and contamination on the both connectors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flickered image, lines across the screen, faulty cable connector, corrosion and contamination on the both connectors. There was no patient involvement.